Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Additionally, the device could not be interrogated when attempting to enter magnetic resonance imaging mode. The patient was dependent, and the device was replaced and reported to be discarded by the facility. No additional adverse patient effects were reported.